Event description:
The customer contact reported no audible alarm tone during an alarm condition. The pump was returned to the biomedical department with an unsigned note that stated, "no audible alarm tone." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delay of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).